Manufacturer narrative:
Device eval summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. During inspection, it was found that the connector was corroded on the battery charger. The root cause of the corroded connector cannot be positively identified but was likely caused by liquid ingress. The source of liquid is unk. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
The pt service rep (psr) assisting a (B)(6)male pt contacted zoll lifecor customer support service to report that the pt's battery was not holding a charge and that the lights on the charger were blinking. The pt confirmed that neither of his batteries were charging. The pt was provided with a battery charger.